Event description:
Patient status post tfn procedure on (B)(6) 2010 returned to surgeon complaining of irritation. X-rays indicated the fracture was healed on an unk date. Pt was returned to operating room on (B)(6) 2011, surgeon removed and the nail and three screws, pt was not revised to any additional hardware. This is 3 of 4 reports for this event.

Manufacturer narrative:
This device is used for treatment not diagnosis. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.